Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 2.75mm x 20mm promus element drug-eluting stent was advanced but failed to cross the lesion and it was noted that shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine. It was further reported on the investigation, that the break occurred at a portion of the device that would not enter the patient. The complaint reporter misread the information. Therefore, this incident no longer meets reporting criteria.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.70 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink situated at 12.7 cm distal to the distal end of strain relief. A hypotube break was also noted along the hypotube shaft situated at 14.5 cm distal to the distal end of strain relief. This type of damages most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.70 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink situated at 12.7 cm distal to the distal end of strain relief. A hypotube break was also noted along the hypotube shaft situated at 14.5 cm distal to the distal end of strain relief. This type of damages most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 2.75mm x 20mm promus element drug-eluting stent was advanced but failed to cross the lesion and it was noted that shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.